Event description:
Clinical trial: it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance and slow deflation occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, mildly tortuous, long lesion from the proximal to mid lad (left anterior descending) measuring 3.0x23mm with 60% stenosis. Target lesion one was treated with predilation and placement of a 3.0x28mm taxus liberte stent resulting in 0% residual stenosis. The stent was placed with the help of deep intubation in order to gain sufficient support from the guiding catether. Mild balloon withdrawal resistance was reported for the taxus liberte stent delivery balloon. The event was resolved without treatment with extra force. There were no reported patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is operational context. Product unavailable for analysis.

Event description:
Same case as MFR report #: 2134265-2010-00501.it was further reported that a grade c dissection within the target lesion was observed during the index procedure. Final angiography revealed timi 3 flow with a 0% residual stenosis.

Manufacturer narrative:
(B) (4)